Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change-out, externalized conductors were observed via x-ray. The lead remains implanted. The patient has no known complications and was recovering normally.